Manufacturer narrative:
Maquest cardiovascular received the device on (B) (6) 2010. A supplemental report will be submitted when the investigation is completed. (B) (4)

Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring iii proximal seal did not load properly. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. Product is returning.